Event description:
It was reported that during a percutaneous coronary intervention, side-branch stenosis occurred. The 2.26x21.5mm, 81% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion was pre-dilated and the 2.25x28mm promus element plus stent was implanted. Post-dilation resulted in 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. Post procedure angiography review revealed that prior to the procedure a lesion located in the 2nd diagonal was 20% stenosed, post intervention to the lad lesion the stenosis in the 2nd diagonal was 70%. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).